Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage and smudge on fiber image. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the operation channel leak, the operation channel resistance, the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) crushed, the segment fluid damage, the segment crushed, the control body fluid damage, and the control body corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).